Manufacturer narrative:
Concomitant medical products: - equinoxe, humeral stem primary, press fit 15mm (cat# 300-01-15 / serial# (B)(4). - equinoxe replicator plate 4.5mm o/s (cat# 300-10-45 / serial# (B)(4). - equinoxe, humeral head short, 50mm (beta) (cat# 310-01-50 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately seven years post initial tsa, the male patient had a revision of cage glenoid due to prosthesis fracture. Revised on (B)(6) 2023 to a reverse. All components removed. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. The device is available for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of disassociation of the center cage from the polyethylene body. This may have occurred due to off-axis drilling or incomplete seating of the cage glenoid during implantation. However, this cannot be confirmed because no original post-operative or pre-revision radiographs were provided. The most probable root cause associated with the reported event of ¿prosthesis fracture¿ is associated with a partial or full-thickness crack in the device materials, either during implantation or sometime after. Do not use if broken device is a screw.